Event description:
It was reported that diaphragmatic stimulation from the left ventricular (lv) lead was observed. The lv pacing configuration was reprogrammed and the lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.